Manufacturer narrative:
No patient code available - vessel closure, no reflow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the patient expired. The target lesion was 99% stenosed and located in the left anterior descending artery (lad). The lesion was treated with two passes of the oad on low speed. The oad was removed and balloon angioplasty was performed. An attempt was made to place a stent, however the lesion was unable to be crossed and the stent was not deployed. The patient entered cardiac arrest and was intubated. Chest compressions were performed and a balloon pump was placed. The patient stabilized and lad closure was noted via imaging. The patient entered cardiac arrest again and chest compressions were resumed. The patient was not able to be stabilized and expired. Per the physician, the cause of death was unknown.